Manufacturer narrative:
Corrected b5 list number reference to list number 9n78-91, which is the same/ similar to the alinity m sars-cov-2 assay, list number 9n78-95, which received FDA eua approval. Evaluation of this complaint confirms that it is associated with a confirmed issue from a previously completed investigation. Based on the results of the investigation elements, a product deficiency for alinity m sars-cov-2 amplification kit (list 09n78) was identified. Specification not met - the number of customer complaints for discrepant result patient samples (false positives) when using alinity m sars-cov-2 amp kit list 09n78 has been increasing on a monthly basis. Therefore, this complaint investigation will be dispositioned as confirmed. Abbott molecular determined that a field corrective action (fa-am-sep2021-260) should be taken via approval of 489-risk on september 2, 2021. This action was reported per 21 cfr 806 to the FDA on september 4, 2021 (report number 3005248192-09-03-2021-001-c). The field corrective action was issued as an urgent field safety notice / field correction recall letter dated september 2, 2021 providing customers background on the issue, potential impact and necessary actions. Recall number: z-0004-2022. The following mdrs were also reported as related to fa-am-sep2021-260: 3005248192-2021-00214, 3005248192-2021-00145 follow up report 1, 3005248192-2021-00146 follow up report 1, 3005248192-2021-00155 follow up report 1 , 3005248192-2021-00190 follow up report 1, 3005248192-2021-00148 follow up report 1, 3005248192-2021-00168 follow up report 1, 3005248192-2021-00136 follow up report 1, 3005248192-2021-00161 follow up report 1, 3005248192-2021-00175 follow up report 1, 3005248192-2021-00220 follow up report 1, 3005248192-2021-00160 follow up report 1, 3005248192-2021-00116 follow up report 1, 3005248192-2021-00119 follow up report 1, 3005248192-2021-00169 follow up report 1, 3005248192-2021-00171 follow up report 1, 3005248192-2021-00172 follow up report 1, 3005248192-2021-00173 follow up report 1, 3005248192-2021-00174 follow up report 1, 3005248192-2021-00177 follow up report 1, 3005248192-2021-00183 follow up report 1, 3005248192-2021-00283, 3005248192-2021-00108 follow up report 2, 3005248192-2021-00113 follow up report 2, 3005248192-2021-00306, 3005248192-2021-00122 follow up report 1, 3005248192-2021-00157 follow up report 1, 3005248192-2021-00158 follow up report 1 , 3005248192-2021-00200 follow up report 1 , 3005248192-2021-00201 follow up report 1 , 3005248192-2021-00202 follow up report 1 , 3005248192-2021-00310, 3005248192-2021-00311, 3005248192-2021-00123 follow up report 1, 3005248192-2021-00124 follow up report 1, 3005248192-2021-00204 follow up report 1, 3005248192-2021-00185 follow up report 1, 3005248192-2021-00189 follow up report 1 , 3005248192-2021-00232 follow up report 1, 3005248192-2021-00231 follow up report 1, 3005248192-2021-00212 follow up report 1, 3005248192-2021-00246 follow up report 1, 3005248192-2021-00244 follow up report 1, 3005248192-2021-00209 follow up report 1, 3005248192-2021-00205 follow up report 1, 3005248192-2021-00194 follow up report 1, 3005248192-2021-00112 follow up report 1, 3005248192-2021-00184 follow up report 1, 3005248192-2021-00180 follow up report 1, 3005248192-2021-00178 follow up report 1, 3005248192-2021-00225 follow up report 1, 3005248192-2021-00141 follow up report 1, 3005248192-2021-00132 follow up report 1, 3005248192-2021-00192 follow up report 2, 3005248192-2021-00176 follow up report 1, 3005248192-2021-00182 follow up report 1, 3005248192-2021-00188 follow up report 1, 3005248192-2021-00236 follow up report 1, 3005248192-2021-00187 follow up report 1, 3005248192-2021-00227 follow up report 1, 3005248192-2021-00224 follow up report 1, 3005248192-2021-00250 follow up report 1, 3005248192-2021-00252 follow up report 1, 3005248192-2021-00284 follow up report 1, 3005248192-2021-00237 follow up report 1, 3005248192-2021-00186 follow up report 1 , 3005248192-2021-00243 follow up report 1, 3005248192-2021-00223 follow up report 1, 3005248192-2021-00215 follow up report 1, 3005248192-2021-00216 follow up report 1, 3005248192-2021-00217 follow up report 1, 3005248192-2021-00102 follow up report 1 , 3005248192-2021-00294 follow up report 1 , 3005248192-2021-00295 follow up report 1 , 3005248192-2021-00221 follow up report 1 , 3005248192-2021-00228 follow up report 1 , 3005248192-2021-00240 follow up report 1 , 3005248192-2021-00235 follow up report 2, 3005248192-2021-00138 follow up report 1 , 3005248192-2021-00230 follow up report 1 , 3005248192-2021-00165 follow up report 1 , 3005248192-2021-00196 follow up report 1, 3005248192-2021-00203 follow up report 1, 3005248192-2021-00253 follow up report 1 , 3005248192-2021-00265 follow up report 1, 3005248192-2021-00268 follow up report 1 , 3005248192-2021-00254 follow up report 1 , 3005248192-2021-00281 follow up report 1 , 3005248192-2021-00248 follow up report 2, 3005248192-2021-00266 follow up report 1 , 3005248192-2021-00117 follow up report 2, 3005248192-2021-00242 follow up report 1 , 3005248192-2021-00226 follow up report 1, 3005248192-2021-00274 follow up report 1 , 3005248192-2021-00257 follow up report 1, 3005248192-2021-00269 follow up report 1, 3005248192-2021-00307 follow up report 1, 3005248192-2021-00327 follow up report 1, 3005248192-2021-00249 follow up report 1, 3005248192-2021-00199 follow up report 1 , 3005248192-2021-00365 follow up report 1 , 3005248192-2021-00114 follow up report 1 , 3005248192-2021-00207 follow up report 1 , 3005248192-2021-00316 follow up report 1 , 3005248192-2021-00337 follow up report 1 , 3005248192-2021-00358 follow up report 1 , 3005248192-2021-00147 follow up report 1 , 3005248192-2021-00130 follow up report 1, 3005248192-2021-00179 follow up report 1 , 3005248192-2021-00208 follow up report 1, 3005248192-2021-00222 follow up report 1, 3005248192-2021-00143 follow up report 1 , 3005248192-2021-00133 follow up report 1 , 3005248192-2021-00142 follow up report 1, 3005248192-2021-00156 follow up report 1, 3005248192-2022-00023, 3005248192-2022-00030, 3005248192-2021-00159 follow up report 1, 3005248192-2021-00285 follow up report 1, 3005248192-2021-00366 follow up report 1 , 3005248192-2021-00360 follow up report 1 , 3005248192-2021-00362 follow up report 1 , 3005248192-2021-00111 follow up report 1 , 3005248192-2021-00170 follow up report 1, 3005248192-2021-00210 follow up report 1, 3005248192-2021-00264 follow up report 1, 3005248192-2021-00272 follow up report 1, 3005248192-2021-00247 follow up report 1 , 3005248192-2021-00278 follow up report 1, 3005248192-2021-00151 follow up report 1 , 3005248192-2021-00396 follow up report 1 , 3005248192-2021-00129 follow up report 1 , 3005248192-2021-00334 follow up report 1 , 3005248192-2021-00256 follow up report 1 , 3005248192-2021-00279 follow up report 1 , 3005248192-2021-00271 follow up report 1 , 3005248192-2021-00267 follow up report 1 , 3005248192-2021-00154 follow up report 1, 3005248192-2021-00292 follow up report 1, 3005248192-2021-00302 follow up report 1, 3005248192-2021-00309 follow up report 1, 3005248192-2021-00287 follow up report 1, 3005248192-2021-00288 follow up report 1, 3005248192-2021-00275 follow up report 2, 3005248192-2021-00296 follow up report 1, 3005248192-2021-00319 follow up report 1, 3005248192-2021-00349 follow up report 2, 3005248192-2021-00351 follow up report 1, 3005248192-2021-00448 follow up report 1 , 3005248192-2021-00470 follow up report 1 , 3005248192-2021-00280 follow up report 1 , 3005248192-2021-00506 follow up report 1 , 3005248192-2021-00193 follow up report 3, 3005248192-2021-00428 follow up report 1 , 3005248192-2021-00131 follow up report 1, 3005248192-2021-00387 follow up report 1 , 3005248192-2021-00290 follow up report 1 , 3005248192-2021-00291 follow up report 1 , 3005248192-2021-00153 follow up report 1 , and 3005248192-2021-00137 follow up report 2.

Event description:
This incident is being reported to FDA because the incident occurred in france using the alinity m sars-cov-2 assay, list number 9n78-91, which is the same/ similar to the alinity m sars-cov-2 assay, list number 9n78-95, which received FDA eua approval.

Manufacturer narrative:
Elevated complaint investigation will be initiated. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinity m sars-cov-2 amplification reagent kit (list 9n78-90) is similar to the alinity m sars-cov-2 amplification reagent kit (list 9n78-95) sold in the united states. Ticket does not reference a us list 9n78-95 lot number.

Event description:
Customer reported 5 false positive results on their alinity m sars cov-2 assay. The customer re-ran the samples on the genexpert and results were negative. The same samples were run again on the same alinity and the results were positive again. The customer confirmed that the suspected results were not reported outside the laboratory. Therefore, there was no report of impact to patient management caused due to this observation. This incident is being reported to FDA because the incident occurred in (B)(6) using the alinity m sars-cov-2 assay, list number 9n78-90, which is the same/ similar to the alinity m sars-cov-2 assay, list number 9n78-95, which received FDA eua approval.